Event description:
Pt monitored with disposable defibrillation electrodes. The device was used to analyze the pt's rhythm, with no shock advised. CPR was administered and the pt's rhythm analyzed again. Reportedly, after the second no shock advised message, the device alarmed low battery and within 1 minute turned off. Medics arrived on scene, and using a back up device continued pt care. Pt was shocked once, and converted to a perfusing rhythm. Pt outcome not reported.